Event description:
It was reported that a flo-gard infusion pump had a damaged door. This was noted before use. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, and a review of the alarm log were performed. Visual inspection revealed the damaged door, verifying the reported condition. To correct the condition, the pump head door was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.